Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that since implanted they hadn't experienced much improvement and they wanted to check the device, however they were seeing the screen with the question mark. Patient also mentioned they were placed on an antibiotic which caused diarrhea, so that didn't help the situation. Patient stated they just finished the antibiotic and their doctor also prescribed citrucel. Troubleshooting resolved the reported issue with connecting the patient programmer. The patient did not intend to follow-up with their healthcare provider regarding the reported issues. Additional information was received from the healthcare provider's nurse. They found where the patient was given antibiotics and stated they were not typically give prophylactically, they were going to reach out to the doctor for more information. No further complications were reported or anticipated.